Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2013-09673. It was reported that a guide wire detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified unspecified coronary vessel. A 330cm rotawire floppy rotablator atherectomy system and a 1.25mm rotablator rotational atherectomy system was used to treat the target lesion. During procedure, after one ablation both the devices were removed from the patient's body to replace the rotawire to a support type wire. Rotational speed was tested outside the patient's body at 160,000 rpm and it was noted that the guide wire detached. The procedure was completed with a different device. No patient complications were reported and patient's status is good.